Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). The pt had a break in aseptic technique and experienced peritonitis on the same day. On an unreported date, the pt was hospitalized for the peritonitis. On an unreported date, the pt was treated with injection (inj). Vancomycin (1gm, ld, and route not reported) and inj. Fortum (1gm, frequency, and route not reported) for the peritonitis. At the time of this report, the pt was still hospitalized and dianeal therapy was ongoing.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.